Event description:
It was reported by svc report that the head right outer panel was cracked. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked head right outer panel.